Manufacturer narrative:
One i3 unit and one i3 accessories set were returned. External visual inspection of returned material revealed functional damage to the right angle extension cable. A test right angle extension cable was used for performance testing due to functional damage to the one returned. The unit powered on successfully in conjunction with the test cable and when the power supply was connected directly to it. The cause of the reported event was concluded to be damage to the right angle extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
The unit was not able to turn on. During troubleshooting, the patient observed sparks from the extension cable on the electronics unit. The unit was replaced.